Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter did not power on with button depression or test strip insertion. The meter was de-cased and corrosion was observed due to liquid ingress on the pcba. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter did not power on with button depression or test strip insertion. The meter was de-cased and visual inspection was performed on the battery contacts and observed contamination due to battery acid leakage, due to not removing and replacing old batteries. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. This serves as a correction report. Evaluation codes and additional manufacturer narrative were incorrectly documented in follow-up report #1. The correct evaluation codes and additional manufacturer narrative has been updated.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.